Manufacturer narrative:
Date of postoperative device breakage is unknown. Explant procedure was conducted on an unknown day in (B)(6) 2015. (B)(6). Product investigation summary: at the distal head area of the tomofix plate, four (4) locking screws broke post-operatively. The four other screws, which were placed at the proximal plate shaft, are fully intact. The relevant dimensions of the broken head/shaft area are not measurable due to the presence and manner of damage. The dimensions of the broken shafts, however, could be checked for their outside and core diameters, which were both found to be in compliance with the technical drawings and specifications. As per the relevant drawings, the specifications for the outside shaft diameters are 5.0 +0.05/-0.20 mm. The actual dimensions measured on all four (4) shafts were 4.95 mm, which met the specifications. As per relevant drawings, the specifications for the core shaft diameters are 4.40 +0.05/-0.10 mm. The actual dimensions measured were 4.40 mm, which met the specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for (B)(4) per (B)(4). The broken locking screw heads are blocked in the tomofix femur plate. The microscopic investigation of the broken surfaces shows no deviation of materials structure. The fracture pattern presents the typical view of material fatigue breakages. Postoperative activities of the patient may have played a certain role, too. The device history record reviews show that the devices met the specifications at the time of manufacturing and distributing. Based on our investigations, and the available information, it is likely that the screw breakage occurred due to a mechanical overloading situation and fatigue of the material. Device history record review: manufacturing site: (B)(4) . Manufacturing date: april 13, 2015 . No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) screws broke post-operatively. The patient was initially implanted with a tomofix medial distal femur 4-hole plate (left) and eight (8) locking screws on (B)(6) 2015. The patient was revised on an unknown date in (B)(6) 2015, during which time the intact plate and locking screws were explanted. Fragments were not left in the patient. Additional details regarding the revision surgery are unknown. There was no allegation of complaint against the plate or the other four (4) screws. This report is 3 of 4 for com-(B)(4).